Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria and recurrent urinary tract infections.

Event description:
It was reported that following insertion the patient experienced hematuria and recurrent urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, dysuria, urgency, urinary hesitancy, urinary retention, urinary leakage, pelvic pressure, recurrence of prolapse, and vaginal discharge.

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vaginitis.

Manufacturer narrative:
Additional patient codes: (B)(4)- infection, (B)(4)- bleeding additional information: details: it was reported that following insertion the patient experienced infection and bleeding.